Event description:
A (B)(6) male patient contacted zoll customer support to report that this device was constantly ongoing to check belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt gong alarms) has been confirmed. As received the trunk cable connector was cracked and the brown -5v power supply was open. The cause of the check belt gong alarms is the damaged -5v power supply. The cause of the damaged power supply is the cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.